Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump powered up properly after battery installation. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 07/03/2021 20:53:39.000, 07/03/2021 20:55:39.000, 07/03/2021 21:05:00.000 to 07/03/2021 11:15:14.000. Low battery alert was found on: 07/03/2021 11:15:14.000. Failed battery alert/battery failed alarm was found on: 07/03/2021 20:53:39.000 to 07/03/2021 11:13:02.000. Pump error 23 alarm was found on: 07/03/2021 21:30:04.000. Power loss alarm was found on: 07/03/2021 21:30:17.000, 07/03/2021 21:30:28.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 31-mar-2023. There was no power data available for the date of 03-jul-2021. Unable to check power data for low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm. No unexpected battery related alarms or low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during the testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 04-jul-2021 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 07/03/2021 20:18:00.000, 07/03/2021 20:28:00.000. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked case and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, during visual inspection corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.